Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was returned for evaluation. Delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times at 97% of expected accuracy. The log review could not be performed with the infusion data that was supplied. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: the pumps were set, but when the nurses checked back on the patients anticipating a discharge, it was found that none of the medication was infused and that the pumps weren't alarming.